Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an unusual issue with her onetouch ping meter due to a blinking display. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on around (B)(6) 2012. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claimed she had symptoms of both high and low blood glucose. The patient reported symptoms of confused, spacy, tired, heavy under her skin, fuzzy, warm gross feeling and ¿stupid drunk.¿ the patient also alleged she ¿could go into a coma¿ if her blood glucose got too low or too elevated. Depending on how she felt, the patient claimed she would treat her low blood glucose symptoms with sugar/ juice or would treat her high blood glucose symptoms with insulin (amount not specified). No additional treatment was specified. The patient denied testing with another meter. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.